Event description:
It was reported that the tip of an ozark screw driver broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
H5, labeled for single use, was corrected from "yes" to "no". A visual inspection performed found the tip of the screwdriver to be fractured and the device is no longer functional. The hexalobe has fractured off. Rotational deformation is observed just proximal to the fracture. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot and catalog number and no adverse trends were identified. It was initially reported that the tip of ozark locking driver broke. No additional information was received regarding procedure, patient, or device usage. The rotational deformation observed just proximal to the fracture indicates that the fracture occurred during screw insertion. Ozark view and guide surgical technique was reviewed: ¿once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 inch pounds torque limiting handle.¿ due to lack of information regarding the event a definitive root cause could not be determined. Potential root causes include: not using torque limiting handle, excessive force, hard bone density. Additionally, age of device may have contributed to event.

Event description:
It was reported that the tip of an ozark screw driver broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.